Manufacturer narrative:
(B)(4). Batch # t5d21k. Sterile sample device evaluation summary: the analysis results found that the cdh29a device (a) was received inside the sterile package and with no apparent damage. The device was opened, and the breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It was reported that: leak intervention. The analysis results found that the cdh29a device (b) was received inside the sterile package and with no apparent damage. The device was opened, and the breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No. Was the patient bowel prepped? Phosphate enema evening before and morning of surgery. Can more information be provided on what was meant by, ¿staple line had come apart¿? Staple line opened within 24 hours inspite of all criterion being fulfilled as discussed earlier. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Staple line open anteriorly on relaparotomy. Faecal staining of drain less than 24hours after surgery in spite of good donuts, no tension, good blood supply, air test negative. What evidence was provided to support the statement in the event description that the stapler was the most probable cause? Usual anastomotic leak after 4 days not within 24 hours. What is the current status of the patient? Still an inpatient recovering on the ward. They do have two unused devices left from the batch which they have asked us to check. Attempts have been made to retrieve the devices. To date the devices have not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that following a colon resection, we have had a failed anastomosis and the most probable cause was the stapler. The surgeon mentioned that the patient was obese and the tumour was very low, he explained how the device was used and I can confirm he followed all the steps in the IFU. They did get the crunching noise and both doughnuts were complete, the washer was also broken in two. There was no tension on the anastomosis and the bowel was not twisted. Leak test was performed with no bubbles. He saw the patient the next day on his ward round and noticed some brown liquid coming from the drain, his registrar monitored the patient that day as he had clinic at another hospital. His colleague decided to take the patient back to theatres for an emergency laparotomy, when they investigated the staple line had come apart. As the join was so low there was no bowel left to attempt to rejoin. Patient was given a stoma. The device was not kept as it appeared to work as it should.